Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out procedure, the right ventricular lead exhibited low impedance measurements; a lead insulation issue was suspected. The lead was successfully capped and replaced during the procedure. The patient was doing fine post surgery.